Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this ra lead had no capture at max output and impedances of greater than 2500 ohms. This lead was explanted on (B)(6) 2019.

Event description:
Ous MDR - this ra lead had no capture at max output and impedances of greater than 2500 ohms. This lead was explanted on (B)(6) 2019.